Event description:
It was reported that the patient had increased seizures. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem , corrected data: the initial MDR inadvertently did not include the following information: "the patient also had pain at the electrode site and she no longer felt stimulation." (B)(4).

Event description:
It was reported that approximately 3 months prior to this report , this patient was attacked, which caused trauma to the site. Since that time, her seizures increased. Before the attack, she could be seizure free for weeks. The patient also had pain at the electrode site and she no longer felt stimulation. After the attack, she had 1-3 seizures daily. No further relevant information has been received, to date.

Event description:
It was reported that the patient had experienced trauma at the generator site during the attack. No further relevant information has been received to date.